Event description:
The customer reported being hospitalized due to high blood glucose of 281 mg/dl. The customer stated that her glucose level was fluctuating from low to high due to the incorrect programming and settings from her doctor. Troubleshooting was performed. The customer stated that her glucose was 60 mg/dl, then 74 mg/dl, and then went up to 500 mg/dl before going to the hosp. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.